Event description:
The customer called to report repeated error alarms. The customer's blood glucose reading was 321 mg/dl at the time of the call. The customer's mother later called to report that the customer went to the hospital due to high blood glucose levels. The customer's glucose meter was reading high, and the customer could not be treated with the insulin pump due to the error alarms. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.